Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported a proglide device was placed and hemostasis was achieved with no issues was performed in (B)(6) 2017. In (B)(6) 2018, the patient returned with groin pain and claudication. Imaging of the groin revealed a stenosis at the site of the proglide suture. Surgery was performed and the sutures were found attached to some intima and a vessel patch was placed. Prolonged hospitalization due to the surgery was reported. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.